Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
An article ¿taper junction failure in large-diameter metal-on-metal bearings¿ by d. J. Langton et al, reports on the results of the analysis of 111 failed metal-on-metal (mom) total hip replacement (thr) or hip resurfacing from a manufacturer (depuy) between 2008 and 2011. All patients underwent to revision surgery due to material loss from the taper surfaces led to adverse reaction to metal debris (n=104), loosening of the femoral component (n=3), loosening of the acetabular component (n=2) and unexplained pain (n=2). Diagnosis of adverse event was based on a combination of clinical history, examination and macroscopic and histological appearance of tissues at revision surgery. All the femoral heads in the study had been used in combination with depuy stems (corails and summits). Due to difference in bearing diameter, data was analyzed in two groups to eliminate potentially confounding variables: 1) the asr group (asr bearing surface with corail (n=51) or summit (n=12) stems (n = 63); and 2) the pinnacle group (pinnacle mom system with corail (n=47) or summit (n=1) stems (n = 48). No clarification was found on which events were specifically present on specific patients. However, demography shows that male: female was 23:40 and 14: 34, median age was 55 (42 to 73) and 66 (55 to 73) in asr xl* and articuleze (pinnacle) group respectively. Scanning electron microscopy (sem) images confirmed the phenomenon of machining grooves imprinting. Cmm wear analysis showed that the most damaged area in visual terms corresponded to the area with the maximal wear depths. Analysis by sem showed development of multiple localized pits, partially filled with inclusion bodies led to surface changes. Energy dispersive x-ray spectroscopy (edx) analysis showed that the pits were rich in chromium and the presence of small amounts of chlorides and oxides suggested that corrosion was occurring locally. Taper failure was observed due to varus stems, laterally engaging taper systems and larger head diameters.